Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted.

Event description:
Medtronic received a report where it was alleged that cuff had an inflation / deflation issue. It was reported that when attempting to inflate the cuff, a piece of the pilot valve was released. There was no patient harm reported. Additional information has been requested.